Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl resulting in the customer losing consciousness. Cause was not known. Paramedics administered dextrox gel to initially treat the low bg. The customer was subsequently admitted to the emergency room (ER) where the customer consumed carbohydrates to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged from the ER the following day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.